Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped on ground, and pump touchscreen then became unresponsive so customer could no longer interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.